Event description:
It was reported that during a stent placement procedure in the superior femoral artery, the stent was allegedly stuck inside catheter and only deployed partially. As physician felt resistance while deploying the stent, entire system was removed and pinch was observed towards distal tip segment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during a stent placement procedure in the superior femoral artery, the stent was allegedly stuck inside catheter and only deployed partially. As physician felt resistance while deploying the stent, entire system was removed and pinch was observed towards distal tip segment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was returned for evaluation. The returned sample was found with locked shipping pin, and during evaluation testing the deployment mechanism was found in not used condition, and fully functioning. The stent was found partially deployed, and a kink/ flattened section was found in the distal section as reported. The investigation leads to confirmed result for kink/ deformation of the catheter section. A partial deployment is not confirmed because investigation revealed that the system was not actively used; the partial deployment could not be re produced leading to inconclusive result for partial deployment. Based on the information available and the evaluation of the device, it is confirmed that the device was kinked in the distal section, but a partial deployment could not be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'if resistance is met during delivery system introduction, the system should be removed and another system should be used.', and 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' In regards to damage the instruction for use state: 'examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' The instruction for use further state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...)', and 'predilation of the lesion should be performed using standard techniques'. In regards to shipping lock removal the instruction for use state: 'remove the shipping lock.', and 'prior to deployment the shipping lock (8) must be removed and discarded.' H10: d4 (expiry date: 10/2023), g3. H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.